Event description:
It was reported that, the lcd (liquid crystal display) monitor does not power up. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint could not be confirmed. Based on the results of the investigation, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.